Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the electrode pads were tangled inside the packaging. Complainant indicated this caused a delay in patient care since the clinician was required to detangle the cables prior to treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrodes from the reported event were not available for evaluation. Instead, electrodes from retained samples of the same lot numbers 0518d and 0618 were investigated. Evaluation of the electrodes did not yield any discrepancies in the assembly process and electrode packaging. Analysis of reports of this type has not identified an increase in trend.